Manufacturer narrative:
Additional narrative: additional product codes: mni, nkb, mnh, kwp. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital. Initial reporter occupation: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that after a revision surgery for backout of the cage on (B)(6) 2022, the patient became infected. The new cage and screw were removed on (B)(6) 2022. The patient outcome was reported as stable. No further information is available. This complaint is related to (B)(4), which reports the backout of the initial cage. (B)(4) and (B)(4) are involved with the same event. (B)(4) (depuy spine): cage. (B)(4) (synthes spine): screw. This report involves one 7.0mm ti cannulated matrix screw 45mm thread length. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: UDI number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.